Event description:
The reporter stated that, the surgeon was using an eyeonics lens in a msi-tf injector and the back haptic looked bent upon advancing in the injector. The surgeon decided to use a different lens, no patient contact.

Manufacturer narrative:
Evaluation: results: - a injector number search was performed for similar complaints within the search and there were six similar complaints. A cartridge lot number search was performed for similar complaints within the search and there were two similar complaints. A foam tip plunger lot search was performed for similar complaints within the search and there was no similar complaints.